Manufacturer narrative:
(B)(4). "If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4)-incomplete. The expiration date is currently unavailable. Associated medwatch: 1221934-2018-54265 and 1221934-2018-54230.

Event description:
It was reported by an affiliate that 3 anchors broke while loading suture during a surgical procedure. There are no patient consequences. Kept trying anchors until worked to finish the procedure. This is the information being submitted for this complaint all the details that are known/available regarding this event.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. There were 2 out of 3 devices that were reported to have broken before they were used on the patient. 1 of the 3 complaint devices was reportedly broken during insertion. However, since they were not identified this investigation will capture 1 of the 3 devices. It was observed that the distal tip of the anchor was broken. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report numbers: 1221934-2018-54265 and 1221934-2018-54230.